Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the patient presented to clinic in a slow atrial flutter. The freeze capture of the presenting rhythm shows the patient is in a slow atrial flutter in a mode switch with frequent flutter waves falling into pvab which is set to 150 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.